Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. A device history record (DHR) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the abdomen. A 33/7/2/100 equalizer¿ balloon catheter was used for dilatation; however, during the first inflation, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another 33/7/2/100 equalizer¿ balloon catheter. No patient complications nor patient injury were reported.